Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a vibratory alert for high hv lead impedance for the rv-can and svc-can vectors. No action was taken other than to monitor the patient. The device remains implanted.